Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 due to loss of capture. Prior to surgical intervention, lead was found to be dislodged. Poor sensing and pacing thresholds had been observed chronically on the lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).